Manufacturer narrative:
Information was received via the attached journal article. Kiatisevi et al. "Functional outcome and complications following reconstruction for harrington class ii and iii periacetabular metastasis" world journal of surgical oncology 2015, 13:4.

Event description:
It was reported in a journal article that the patient experienced an infection on an unknown date. No further information is available.